Event description:
The va rep alleges that the a plastic pieces on the crossbrace on the front left side, when seated, is broken on a myonadlt wheelchair.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.